Event description:
It was reported that during a laparascopic low anterior resection procedure, the device partially fired and the staples did not form properly. The case was converted to an open procedure. The patient is fine. There was no adverse patient consequence.